Event description:
Product was delivered with a green low sodium sticker on outside of carton. This cm opened product and looked at labeling on dialysate jug. Electrolyte prescription label was correct. Product was placed on 2 patient machines. Once dialysate was connected, the conductivity on the machine measured 12.9 which was out of range for normal parameters (13.5-14.5) product removed from machined and replaced with different jug. It was noted using (3) separate jugs that the lot number listed above caused the conductivity to be out of parameter. All affected jugs with lot numbers removed. Fresenius medical information line notified, and this was the response: company mislabeled product during production. When issue discovered about 1 year ago, fresenius and FDA determined product was safe for use if sodium on machine is adjusted. I informed fresenius that we are an acute dialysis unit and it would not be safe to use low sodium adjustments on our patients. Fresenius states that this is all that is available for this concentration and that if it is not safe to use on our patients we need to stop ordering the product until production of correct concentration can be produced again.

Event description:
Product was delivered with a green low sodium sticker on outside of carton. This cm opened product and looked at labeling on dialysate jug. Electrolyte prescription label was correct. Product was placed on 2 patient machines. Once dialysate was connected, the conductivity on the machine measured 12.9 which was out of range for normal parameters (13.5-14.5) product removed from machined and replaced with different jug. It was noted using (3) separate jugs that the lot number listed above caused the conductivity to be out of parameter. All affected jugs with lot numbers removed. Fresenius medical information line notified, and this was the response: company mislabeled product during production. When issue discovered about 1 year ago, fresenius and FDA determined product was safe for use if sodium on machine is adjusted. I informed fresenius that we are an acute dialysis unit and it would not be safe to use low sodium adjustments on our patients. Fresenius states that this is all that is available for this concentration and that if it is not safe to use on our patients we need to stop ordering the product until production of correct concentration can be produced again.